Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of image distorted when performing angulation operation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disappeared at angulation operation and e216 scope communication error occurred. Based on the results of the investigation a possible cause could include electrical component problem. The most probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex deflectable videoscope had a image that was distorted when performing angulation operation. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.